Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of malposition and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: malposition, device migration.

Event description:
Healthcare professional reported "device migration/implant malposition" and "change shape/size/style" via nbir. This record is for the right side. Device was explanted and replaced with a non-abbvie device.